Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing burning sensation at the ipg site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.